Event description:
It was reported that the procedure was to treat a moderately tortuous and moderately calcified mid left circumflex (cx) lesion with 70% stenosis. Pre-dilatation was performed with a trek balloon 2.5x12mm at 20 atmospheres (atm) with residual stenosis less than 40%. The xience prime 2.75x15mm was successfully advanced and deployed; however, a perforation was noted after post dilatation with a 3.0x12 mm nc trek at 22 atm. The same 3.0x12 mm nc trek was used to treat the perforation. There was a good final patient outcome. There was no adverse patient sequela or clinically significant delay in procedure. The patient was discharged as normally after 3 days. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: dilatation catheter: nc trek 3.0x12; guide wire: ht bmw universal ii. There was no reported device malfunction and the product was not returned. The reported patient effect of perforation is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.